Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. The visual inspection confirmed no defects. The functional evaluation confirmed the keypad was defective, although a root cause of the failure could not be determined. Potential causes included mishandling and drop damage. The defective keypad is the root cause which prevented the device from being able to generate or control negative pressure, establishing a relationship between the device and the reported event. This was resolved upon replacement, in addition the battery was replaced during the service. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation the renasys touch device was found unable to operate on ac or battery power and could not recharge the battery due to a defective battery. Additionally, the device could not generate and control negative pressure. The keypad was defective. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.